Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient fell, the fall was noted to be associated with a mower. They had discomfort following the fall and scheduled a pocket revision. They couldn't remember exactly when the fall occurred. Impedances were checked and were within normal range and they felt stimulation at low amplitude and in the bicycle seat area. The pocket revision was to change orientation of the device. The issue was resolved at the time of the report.